Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was treated for the low blood glucose with juice. The mother declined trouble shooting the insulin pump. No further information was provided.